Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was disconnected from the bus and was preventing the station from booting. The field service engineer replaced the drawer controller board to resolve the issue. The fse then verified that the customer tested the station using the diagnostic application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had the station screen went black and offline in remote smart service the customer stated that the user was able to retrieve medication from another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.